Manufacturer narrative:
The device was not returned for evaluation. The lot number was unknown. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a routine biopsy, the patient developed a pneumothorax. They placed a chest tube and the patient was hospitalization overnight for observation. They advised that this event was not attributed to the navigation system.